Manufacturer narrative:
A steris field service technician arrived onsite, inspected the unit, and identified a loose hose clamp on the hose which led to the pre-filter assembly. Furthermore the technician identified the user facility's water pressure was at 80 psi. The reliance eps's water pressure specification is 40 - 50 psi. The technician adjusted/lowered the user facility's water pressure level. He also installed a pressure regulator and hose clamps to the affected area as a precautionary measure to accommodate for any spikes in pressure levels. The unit subject of the reported event was installed on (B)(6) 2015 and is under steris warranty. Per the eps installation/start-up checklist, the equipment/utility requirements indicate the water pressure levels were within the acceptable range for use. It is unknown how the user facility's water pressure raised to above the acceptable range.

Event description:
The user facility reported a hose on their reliance eps loosened and leaked water. No report of injury or procedural delay or cancellation.